Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection approximately three months post the implant of an implantable pulse generator (ipg) system with an antibacterial absorbable envelope. The ipg system was removed. Cultures identified that the patient had staphylococcus in their bloodstream. The ipg system was replaced with a leadless ipg. No further patient complications have been reported as a result of this event.